Event description:
Medtronic received information that during use of a custom tubing pack, it was observed that the patient had been on bypass for a few minutes when the perfusionist noticed an issue with return from the blue sucker line (cardiotomy sucker line). There was no fluid coming back through the line, as the line appeared to be blocked. The pressure relief valve was activated (leaking fluid). The line was changed out and the new line worked without any further issues. There was no patient impact associated with this event. Additional information: crystalloid solution was used during prime. It was asked but is unknown whether the patient has previously been on heparin or other anti-coagulant therapy. Anti-coagulation was assessed using an actplus. There was no visible air in system/tubing.

Manufacturer narrative:
Device evaluation summary: visual inspection shows no outward signs of any damage/blockages. During the cleaning process there was flow observed through the returned tubing and valve. Conclusion: reason for return was not confirmed. Conclusion: the complaint cannot be confirmed that the blue sucker line (with vrv100 valve) was blocked. Performed device history check, no anomalies detected. Product analysis showed the valve worked properly. Fluid could still pass the valve. The complaint as described could not be reproduced and therefore the complaint could not be confirmed. This regulatory report is being submitted as part of a retrospective review and remediation per d00953163 as part of a CAPA action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.